Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's wife reported via phone call that her husband's insulin pump had alarmed no delivery. The patient's blood glucose at the time of incident was 400 mg/dl. The wife treated her husband with a 15-unit insulin pump bolus but his blood glucose only decreased to 300 mg/dl after an hour had passed. The wife inspected her husband's site and noted that his cannula was bent. Troubleshooting for the high blood glucose was declined. The insulin pump was not returned for analysis.